Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site and a software investigation was completed. On-site investigation could not replicate the reported behavior and the system functioned normally during testing. System log files were obtained for further investigation. The software investigation reviewed the system log files and determined that the reported behavior is a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this instance have been added. A full imaging system check-out was completed on-site and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues were reported.

Event description:
A medtronic representative reported that the imaging system went into standalone mode. It was also reported that the mobile view station (mvs) application displayed an error and closed. The imaging system was rebooted and entered standalone mode a second time. The system was rebooted a third time and the issue resolved. This occurred outside of any patient involvement. No additional details were provided.